Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further specified as the patient made a mistake. One day after onset, the patient began treatment for the peritonitis with vancomycin, 1 gram and fortum, 1 gram (routes, duration and frequencies not reported). It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome was unknown. Dianeal therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.